Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the camera head had air leakage from the connector section. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation found air leakage, cracked connector was noted. A definitive root cause of the reported issue cannot be conclusively identified. Since the equipment in question was manufactured more than 15 years ago, the device history review could not be verified. The event can be detected/prevented by following the instructions for use which state: endoscopic image disappearance and freezing. Warning. Please strictly observe the following items. Endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released. - do not bump or drop this product. Water leakage may destroy the electrical circuits inside the product. - connect the video connector to the otv-s7v when it is sufficiently dry, including the electrical contacts. Wet connection may cause malfunction. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had air leakage from the connector section. There were no reports of patient harm.